Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Investigation result: device evaluation could not be performed because the affected device was not returned. Lot history record review: lot history review of the reported gladius 18 guide wire could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Conclusion: based on the obtained information and referring to known similar events, it was presumed that tension generated with guide wire withdrawal manipulation might have been locally applied to the subject gladius 18 guide wire while its distal segment was caught by the calcified lesion. Consequently, the distal segment of the guide wire was separated. Although it was concluded that this event was not attributed to product quality, it was concluded that the wire fragment left in situ was a permanent disability and therefore MDR reportable. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire

Event description:
It was reported that a percutaneous transluminal angioplasty (pta) was performed to treat a heavily calcified stenotic lesion in the right tibial artery. When attempts were made to advance an asahi gladius 18 guide wire into the sub-intimal space, the guide wire got stuck in the heavily calcified lesion. As withdrawal attempts were made with hard pulling, the guide wire was unraveled and detached. A guide wire fragment of approximately 7cm in length was left in the calcified lesion. Attempts to remove the wire fragment was made with snaring, without success. A command guide wire (abbott) was used in place but got stuck at the same location in the calcified lesion just as the subject gladius 18 guide wire did. Attempts with hard pulling were made, causing the gladius 18 guide wire fragment to be dislodged. The guide wire fragment was removed ex situ, leaving the wire fragment of approximately 1cm in length in the sub-intimal space. It was informed that the patient was kept hospitalized for reviewing the wire fragment left in situ.